Event description:
Pt contacted dexcom technical support on (B)(6) 2011, to report that after attempting removal of sensor wire, caused by a failed sensor a few hours after insertion, pt noticed that sensor was missing and believes it was still in his skin. Pt experienced a slight irritation for a few days, but was fine and no longer experienced irritation at the time of his call to dexcom.

Manufacturer narrative:
Dexcom, inc., and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.